Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Soft tissue reaction was noted. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates that some corrosion was noted on the proximal aspect of the trunnion.

Manufacturer narrative:
(B)(4). **update** (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered pain, injury and high concentrations of various metallic elements in her blood. There is no new information that would change the outcome of the investigation.